Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 at 20:54:09. During night drain cycle four, the patient's ultrafiltration reading was 1315ml, indicating the home patient (hp) drained 1315ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The reported difficulty of an increased intra peritoneal volume (iipv) event was identified through an event history log review. The cause was determined to be one or more cycles advanced to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.